Event description:
Customer reported not able to test her blood glucose due to display of pc showing on their freestyle flash meter. Customer reported experienced symptoms of dehydration and hyperglycemia. Customer went to mecosta county hospital and was diagnosed with hyperglycemia with 700 mg/dl on an unk brand of hcp meter. Customer was treated with a 10 units of regular insulin through an IV and a sodium infusion for her dehydration. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.